Event description:
A maintenance person was under the hosp bed replacing the safety yoke assembly and adjusting the hilow limit switch when the foot end of the bed fell on their chest, which cracked rib.